Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination revealed a 5mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband that could have contributed to the damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access obtained via the left femoral artery. The 100% stenosed, chronic total occlusion target lesion was located in a moderately calcified and moderately tortuous right posterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. The balloon was inflated for 15 seconds however it ruptured at 12 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after the balloon ruptured. Then a 2mm small peripheral cutting balloon (spcb) was advanced to the middle of the lesion. The cutting balloon was inflated at 6 atmospheres for 60 seconds and the procedure was completed. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access obtained via the left femoral artery. The 100% stenosed, chronic total occlusion target lesion was located in a moderately calcified and moderately tortuous right posterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. The balloon was inflated for 15 seconds however it ruptured at 12 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after the balloon ruptured. Then a 2mm small peripheral cutting balloon (spcb) was advanced to the middle of the lesion. The cutting balloon was inflated at 6 atmospheres for 60 seconds and the procedure was completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).